Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. According to the reporter, they believed "the risk of peritonitis was increased due to using minicaps that were part of an ¿urgent medical device recall¿ letter regarding sealed pouches for minicaps; however, the cause remains unknown. It was reported the patient was hospitalized and received unspecified treatment for peritonitis. According to the reporter, the patient had multiple subsequent hospitalizations due to complications from the initial peritonitis that did not resolve. On an unreported date, the pd therapy was discontinued, and the patient was transferred to hemodialysis. Approximately, one year and two months after the onset of peritonitis, the passed away. The cause of the death was not reported; however, the caregiver reported ¿from multiple abdominal infections". It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
B2: the patient passed away on an unreported date in (B)(6) 2024. B3: the peritonitis occurred on an unspecified date in january 2023. G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cleveland 911 highway 61 north po box 1058 cleveland ms 38732 united states or baxter healthcare - cuernavaca ave. De los 50 metros no. 2 cuernavaca 62578 mexico. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.